Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's spouse noticed redness spreading outside the sensor patch perimeter, and they decided to remove the sensor early. After the sensor removal, there was swelling/inflammation at the needle puncture site, and the area felt warm to the touch. That same day, a large lump appeared with a bruised appearance, exceeding the diameter of the sensor pod, leading them to contact the hospital clinic; a nurse recommended visiting an urgent care clinic for evaluation. On (B)(6) 2025, they visited an urgent care clinic, where the attending physician assessed the insertion site, noted signs of infection (not a bruise), and discharged the patient an hour later with a prescription for a seven-day regimen of oral antibiotics (cephalexin 500 mg capsules, three times daily) for the infection. At the time of the report, the infection had fully resolved, and the patient was doing well. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).